Event description:
In 2007, the customer reported to bsc that during an ercp procedure (patient gender & age unknown), a trapazoid basket was used to retrieve a very hard stone, however, the tip of the basket is designed to "pop" when it cannot crush the stone, but it didn't. The nurse then pulled on the basket while the doctor pulled on the scope, "finally the basket came out of the papilla and the scope". A second basket was not needed because the stone had "fallen out from the pulling out process of the first basket". The pt did not sustain any complications or ill effects as a result of this issue.the condition of the patient is "fine".

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.